Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the no image issue resulted from worn out pins and lock of the video connector socket. The device has been in use for long-term, since it has been more than seven years it was manufactured. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a failure of the video cable connector. Additionally, the evaluation uncovered worn out video connector latch and damage front, rear and top cover panels. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset, evis exera iii video system center to the service center. During a standard inspection of a customer returned asset, the failure of the video cable connector was found. The customer did not report any problems associated with the device and there was no patient, user injury or harm reported to olympus.